Manufacturer narrative:
(B)(4).

Event description:
The customer received sporadic questionable results for multiple assays over two days. Of the data provided for seven patient samples, only the following four results were discrepant. Sample 1: initial alb2 albumin gen.2 result was <0.2 g/dl with a data flag, repeat result was 2.9 g/dl. Sample 2: initial mg2 magnesium gen.2 result was <0.3 mg/dl with a data flag, repeat result was 1.6 mg/dl. Sample 3: initial magnesium result was <0.3 mg/dl with a data flag, repeat result was 1.3 mg/dl. Sample 4: initial magnesium result was <0.3 mg/dl with a data flag, repeat result was 1.9 mg/dl. The samples were repeated again on the same analyzer and the results matched the first repeat results. The customer also repeated the samples on another analyzer but could not provide those results. The initial results were reported outside the laboratory. Corrected reports were generated. The patients were not adversely affected. The reagent lot numbers and expiration dates were requested but were not provided. The field service representative found salt build-up on the rinse mechanism and cracked vacuum tubing. He replaced the tubing and ran diagnostic checks with no errors. Precision testing was performed and was within specifications.

Manufacturer narrative:
Additional information was provided that after the service visit, the customer received additional questionable results for multiple assays. Of the data provided for five patient samples, only the results for three patient samples were discrepant. Sample 5: initial alb2 albumin gen.2 result was <0.2 g/dl with a data flag, repeat result was 3.3 g/dl. Sample 6: initial alp2 alkaline phosphatase acc. To ifcc gen.2 result was <5 iu/l with a data flag, repeat result was 386 iu/l. Sample 7: initial alp2result was <5 iu/l with a data flag, repeat result was 472 iu/l. The samples were repeated again on the same analyzer and the results matched the first repeat results. The customer also repeated the samples on another analyzer but could not provide those results. The initial results were reported outside the laboratory. Corrected reports were generated. The patients were not adversely affected. The alp2 reagent lot number was requested but was not provided. The field service representative performed another investigation and found that the rinse unit wash volume was too high. He cleaned the valve, adjusted the wash volume, replaced sample and reagent syringe seals, and cleaned the vacuum valve. Precision testing was performed and was within specifications. The most likely root cause for the continued discrepant results was incomplete service actions for the build-up on the rinse mechanism and cracked vacuum tubing found during the first service visit.